Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Letter received (B)(6), attorney at law: in (B)(6) 2013, patient underwent tlif surgery from t9 to s1 using the depuy expedium pedicle screw system. About 15 months later, one of the titanium rods broke between l4 and s1 followed later by a fracture of the other rod at the same level. The procedure was revised in (B)(6) of this year and she is currently recovering from that surgery. We are trying to determine the cause of the rod failures. Patient was (B)(6) then, thin but healthy and had not been doing anything strenuous after her surgery. We see no indication of doctor error in the medical records so our next question is whether the rods were defective.